Event description:
The customer reported that the ortho provue misread a sample barcode ID number. Sample misidentification may lead to the reporting of erroneous test results.

Manufacturer narrative:
No definitive root cause was determined. The returned barcode label read as expected without any discrepancies at ocd (cts). The customer indicated that service was not required, since no other sample barcode issues had occurred since the incident. This customer has not logged any complaints against this analyzer since this incident.